Manufacturer narrative:
Follow-up #1: date of submission: 12/05/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 11/08/2016 with the following findings: the review of the black box data confirmed that the pump time and date reset to default settings after a power reboot. Evaluation revealed a capacitor failure leading to an inability of the internal clock to retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a time/date issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.